Event description:
Patient stated "I have been having symptoms. I have been having vibrations sensations. It seems like I am still very sensitive. I still feel the pacing. It is not as bad as the previous device. I still have the rocking sensations and I have the buzzing sensation. I have not been able to sleep since getting the device because I can hear it." Referred to md. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).